Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The procedure involved conversion of a failed rev ii reverse shoulder arthroplasty to a hemiarthroplasty.

Manufacturer narrative:
The reported event was confirmed. The device was not returned but evidences were provided, based on provided images which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since images were provided, the opinion of a medical expert was sought and stated as follows: it shows loosening and migration of the glenoid component of the aequalis reversed ii. Poor bone quality is most likely the cause. I do not have any other information to compare with the early post-operative state of the index surgery. All components are intact. Technically, there was no dislocation, but the contact between the humeral polyethylene insert and the glenosphere was suboptimal. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.